Manufacturer narrative:
The customer reported leaking from the filter, and returned one used chemo sample, with secondary set concomitant, for investigation. The reported material and lot are unknown. The initial visual examination found the component damage failure, and the tubing and filter break was confirmed. The filter outlet has a little connector piece for the tubing, and this had broken off and remained attached inside of the severed tubing. The manufacturing plant was unable to trace the root cause to assembly process, and the root cause remains unknown. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the fluids noticed under IV pole and ryvebrant leaking from filter.